Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation¿as it was discarded by the facility. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an unknown nim emg endotracheal tube was used in a thyroidectomy on a (B)(6) female. Post-operatively, the patient developed progressive dyspnea within 15 days¿revealing a 60 to 80% subglottic stenosis. Since then, the patient has undergone 2 expansions (one in 2013 and one in 2014)¿and as of (B)(6) 2015, the patient has a residual 40% subglottic stenosis that still exists with laser orientation surgery planned and a tracheal resection in the event of its failure. This is the only information provided.